Event description:
It was reported that the 7900 system locked up with the right side keys lighting up during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call.